Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was starting to fracture. No further information has been obtained despite good faith efforts. There is no known intervention as of this time and lead remains in service. No adverse patient effects were reported.